Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent the osteosynthesis with the cs1 lateral plate for the distal fracture of the clavicle. After insertion of the cortical screw, when the surgeon inserted the low profile metaphyseal screw into the third plate hole from the proximal cortical hole, the low profile metaphyseal screw was broken under the screw head. The surgeon was not forcing the screw to turn and insert. When he turned the screw with the same torque as when he inserted other screws, the screw broke without any resistance. The surgeon removed the plate, and he tried to remove the broken screw through the slightly protruding screw shaft part with pliers. However, it was difficult to remove the broken screw, the surgeon cut off the circumference of the screw with an airtome¿s bur, and the screw shaft part was extracted by repeatedly turning the screw with pliers. X-ray taken on an unknown date confirmed that no pieces were left in the patient. The surgery was completed successfully completed within thirty (30) minutes of surgical delay. Patient outcome is reported as stable. No further information is available. This report is for one (1) 2.7mm ti metaphyseal scr/slf- tpng w/t8 strdrv recess/16mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the head screw of the lwprof metaphys compres scr ã¸2.7 self-ta has broken, the broken fragment was returned. No other problem was reported. A dimensional inspection was not performed for the lwprof metaphys compres scr ã¸2.7 self-ta due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the lwprof metaphys compres scr ã¸2.7 self-ta would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for part#: 04.118.516ts, lot#: 8l74572; and no non-conformances were identified.